Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via email to have been hospitalized with blood glucose of 50-500 mg/dl. Customer was hospitalized for diabetic ketoacidosis. Customer started out with the flu and got dehydrated. Troubleshooting was performed and it was found that there were slight scratches on the screen. The insulin pump was not returned for analysis.